Event description:
Doctor reported changes in patient, i.e. Walk would become 'frozen', falling to one side. Doctor requested pt have CT scan. Nothing significant noted on the scan by different hcp. Doctor asked pt if pt would like to stay, pt elected to go home. Pt returned later with exaggerated pd symptoms. Doctor reviewed scan again, noticing what looked to be a 'little stroke' near active electrode (3), which has since become a hemorrhage. Pt was living independently; doctor currently looking at long term living arrangements. Doctor stated stimulator had been turned off - no date provided. No report of device explantation however doctor requested advice on device removal. A follow-up report will be sent if additional information is received.